Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: the staples did not attach the suture to the colon. The staples were pulling out after suture was tied around the anvil of the eea stapler, creating a hole in the colon. The surgeon ended up hand suturing the colon around the anvil of the eea stapler. There was unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes.